Event description:
The patient's mother stated that the patient experienced an episode of symptomatic hypoglycemia presenting with shivering, diaphoresis, and dizziness. An initial blood glucose measurement taken on the accu-chek performa ii meter indicated a normal reading (exact reading unknown). However, a comparative check performed using a non-roche meter revealed a blood glucose level below 50 mg/dl. The mother administered an oral sugar-water mixture until the patient's blood glucose levels reached 50 mg/dl or higher, followed by carbohydrates to fully stabilize her glycemic levels.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.